Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not receive therapy due to under sensing. Reprogramming was performed. The patient's condition is fine after the event.